Event description:
Technician performed injection and reports an extravasation. During the injection, the technician was called to the phone at which time the technician believed she terminated the injection and then left the table side. Looking back she noticed the injector still running, however the circumstances caused an extravasation to the pt.